Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned to the manufacturer for evaluation. It was determined that the device was beyond repair due to the poor physical condition, and no further analysis / repair could be performed. Therefore, the reported condition could not be confirmed and a root cause could not be determined. Concomitant device: double air hose device, therapy date: (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air pen drive device, while being used with a hose device, did not cut properly. According to the reporter, there is a lack of power when cutting, but not when drilling. It was reported that there was a fifteen to twenty minute delay to the surgical procedure. It was reported that a different spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.